Manufacturer narrative:
Additional information: b5 - leading material and involved component confirmed. D10 - involved component updated. H6 - codes updated. After reviewing investigation results, this complaint was re-assessed and found to no longer be considered reportable. Investigation: in the delivered condition the femoral component shows two firmly fixed cement mantle fragments on the intended area/surface. These bone cement residues show bone anchorage (cement interlock into the bone trabeculae). The provided tibial component shows no bone cement residues on the intended area/surface. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The current failure rate is within the risk analysis and therefore acceptable; severity was 4(5) and probability 4(5). Explanation and rationale: there are several and often complex root causes for an implant loosening. Possibly due to septic conditions or, for example, to incorrect loading, too early or too high loading, which may also have occurred long before the onset of loosening, suboptimal positioning (due to the patient), inappropriate choice of implant, inappropriate surgical procedure or inappropriate cementing technique, and many others. The provided x-ray figures give no clear hints regarding the loosening of the loosening of the implant. Conclusion/preventive measures: on the basis of the current information, a clear conclusion cannot be drawn. The device history records have been checked and no abnormalities could be observed. There are no hints for a material/device problem. Upon review of the investigation, a CAPA is not necessary.

Event description:
Update: this material, product nx014k, is now considered to be an involved component (no longer leading material). Material nx058k is now considered to be a leading component, however, it is not sold to USA.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product: nx014k vega ps femoral component cemented f6l. According to the complaint description, the patient was first punctured to rule out infection. The implant was found loosening postoperative. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference: (B)(4). Involved components: nx058k vega ps tibial plateau cemented t4+, lot: 52510986.